Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 117 mg/dl at the time of the incident. Customer reports they were able to clear the alarm and rewind the insulin pump completely. Customer has experienced another alarm after a battery change. Troubleshooting was performed. The insulin pump will be returned for analysis.